Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had alarmed several no deliveries. Customer also was experiencing high blood glucose levels of 16.6mmol/l, treated with manual injections. Troubleshooting was performed. Drive support cap was normal. No air bubbles or leaks noted. Customer was advised to disconnect at quick release, remove the reservoir, and rewind the device. Then inserted the reservoir and manual prime was performed, insulin did exit the tubing. Settings were correct on the device. Customer did not have tubing clamp and high pressure test was not performed. No further information reported.